Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of dislodged backend pulley to be related to the customer reported complaint. The instrument was found to have a dislodged backend pulley at the proximal end housing. This condition resulted in a rattling noise within the housing, as the pulley had detached from its original position and was loosely inside. As a result, both the grip and wrist cables became loose, leading to improper jaw function. During testing, the jaws did not open and close properly. The instrument was found to have loose grip cable and snake wrist cable in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The jaws failed to open properly as a result of the dislodged back-end pulley and the resulting loose wrist and grip cables at the proximal end. The root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer jaws would not open once docked on the robot. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. No errors occurred and jaws were not stuck on tissue when the issue occurred. No adverse effects to the tissue. No unexpected bleeding. The procedure was completed robotically.